Event description:
It was reported by a customer in (B)(6) that, during pt use, the ht70 ventilator silence/reset light emitting diode (led) was observed to be blinking. Although the unit continued to cycle, the pt was transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
The eval and repair of this unit has not yet begun. Covidien reference # (B)(4).

Manufacturer narrative:
The covidien failure investigation engineer (fie) evaluated the returned (B)(4) membrane top, which was reported to have the alarm light blinking. Visual inspection found no signs of wear, contamination, or corrosion on the traces. The traces were checked for continuity and shorting to ground, and no continuity was found. The customer complaint regarding a blinking alarm light could not be duplicated. (B)(4).